Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported event of detachment of device component and expulsion: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra xc in the lips using the packaged needle. After injecting the patient in the top lip, a new packaged needle (30g) was attached to the luer lock. While injecting the patient in the lower lip, the needle popped off the syringe and the gel extruded onto the patient's lower lip and chin. There were no reported injuries to the patient.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra xc in the lips using the packaged needle. After injecting the patient in the top lip, a new packaged needle (30g) was attached to the luer lock. While injecting the patient in the lower lip, the needle popped off the syringe and the gel extruded onto the patient's lower lip and chin. There were no reported injuries to the patient.

Manufacturer narrative:
Lab analysis of the device found no defect.